Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient had arrived for a replacement bag after the previous bag had run dry earlier than expected. The patient had been receiving blinatumomab over 168 hours, with the bag originally scheduled to finish on (B)(6) 2025 at 8 am. However, it had run dry early on (B)(6) 2025 at 6 pm, approximately 14 hours early. The starting volume had been 168 ml, with a continuous infusion rate of 1 ml/hr. Was given on (B)(6) 2025, and there had been 0 ml remaining when the bag had run dry. The pump had not been used to prime the extension tubing; instead, the line had been primed with the drug in the cleanroom. The pump programming had excluded the medication lost during priming. The patient had not been medically affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.